Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, the cardiosave intra aortic balloon pump (iabp) touchscreen is not working. There was no patient involvement reported.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,g3,g6,h2,h6(impact code),h11.

Event description:
It was reported by the customer that patient involved, no liquid damage, screen was cleaned but error was still present., the cardiosave intra aortic balloon pump (iabp) touchscreen is not working. There were no patient harm or injury was reported